Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "implant was ruptured when they removed from the tyvek or thermoform", "the packaging materials were congealed together and made it difficult to access the device". The device was not implanted. Lab analysis: based on the product analysis performed, the assessments of the complaint codes are: tyvek or thermoform sticking: unable to observe since no device package was received. Broken device: observed an opening assessed as surgical damage as per the investigation procedure, creases, deformation and opening were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported "implant was ruptured when they removed it from the box". Later healthcare professional reported "implant was ruptured when they removed from the tyvek or thermoform", "the packaging materials were congealed together and made it difficult to access the device". The ruptured implant did make contact with the patient. However, the device was not implanted. There were no injuries associated with the use of the product. A back up implant was used to complete the surgery.